Event description:
It was reported that the anesthesia workstation failed the system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the system and the reported failure was not reproduced. The device logs have not been available for further evaluation. The root cause of the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. H4 manufacture date: previous manufacture date: 01/28/2014. Corrected manufacture date: 10/12/2012.

Event description:
Manufacturer's reference #: (B)(4).